Manufacturer narrative:
This is our combined initial and final report on this incident

Event description:
The customer reported that a patient sample showed a negative antibody screening test when tested with biotestcell 1&2 on tango optimo. A second sample of the same patient was tested three days later and yielded a positive result. An anti-d was be identified by tango optimo. Testing of the first patient sample was repeated on tango optimo and yielded a correctly positive result. The customer did return both patient samples, but none of the supposedly defective product was returned for investigational testing. Therefore our quality control laboratory tested the patient samples with their retained biotestcell 1&2 sample on tango optimo and yielded correct positive results. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.